Manufacturer narrative:
(B)(4)

Event description:
Four endeavor sprint rapid exchange (rx) drug eluting stents were implanted during the index procedure; two in the mid rca and two in the distal rca. It is reported that the second stent implanted in the mid rca was to treat complications of a dissection after the initial stent implantation. The second stent implanted in the distal rca was to treat an unknown complication. It is reported that the patient suffered epitasis approximately 3 months and 3.5 months post index procedure.